Manufacturer narrative:
Evaluation summary: the implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no evidence in the files that showed a correlation between the device and the adverse event.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2012. Both surgeries involved implantation of omnilife devices. The revision surgery was performed due to infection. The complainant made no indication of related to the identify, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.